Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. It was reported that the device handle broke and gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over tissue that is beyond the recommended thickness range, fired with an obstacle incorporated in the jaws, or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of the lung in the peripheral parenchyma during a laparoscopic thoracoscopy, the stapler was able to fire but it broke afterwards. While operating the stapler, it sounded as if something had broken inside. Another handle was used to complete the case. There was no patient injury.